Manufacturer narrative:
This complaint has been reported in error. Review of the complaint record has confirmed analysis of past events has not indicated an adverse event has occurred due to the reported allegation or would be likely to recur if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21.

Manufacturer narrative:
The reported failure of trilogy 100 ventilator keypad/display issue is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. On device evaluation, it was reported the button icons were not legible and were not without damage that affects their functionality. The keypad was damaged and required replacement. Additional findings not related to the malfunction/issue: the power cord clamp was missing and required replacement. The handle o-ring was missing and required replacement. Rubber feet were missing and required replacement. There was no indication from the device evaluation that the keypad was not functioning but was damaged. The power cord clamp was missing and required replacement. The enclosure seal was damaged and required replacement. The device did not present a specific failure mode in testing. There was no valid customer complaint to reproduce. This device has been serviced, inspected, tested, met acceptance criteria.